Manufacturer narrative:
The information provided by the reporter indicates the patient required surgical intervention to remove a pdc device from a 3-level construct. The surgeon did not indicate a specific device malfunction, but the pdc and other unknown devices were not an effective device/therapy for this patient. This information was determined to be a surgical intervention to preclude serious injury. DHR review could not be included as no part and lot numbers were provided. Review of the dfmea from pdc identified two risks associated with therapy/device not effective and off-label use. There was no indication of new risks based on the information available. The rate of complaints was found to be acceptable. The device was not returned for evaluation. The prodisc c us surgical technique guide cautions against selecting patients with more than one level with scdd and prior fusion surgery at an adjacent vertebral level.

Event description:
A patient underwent a prodisc c removal procedure and conversion to a 3-level fusion using unknown devices. The prodisc c implant was part of a 3-level construct which used an unknown device at c4-5, the prodisc c implant at c5-6, and another unknown device at c6-7. The revision was performed based on the surgeon's determination the 3-level motion construct was not appropriate for this patient, and a 3-level fusion would be a more appropriate treatment. There was no indication of any patient symptoms or complications. Implantation dates for the 3 involved devices are unknown.